Event description:
It was reported that "the drill bit was wobbling around in this sleeve. ¿ he said the bearings are bad. It caused a dura tear, so he was a little more concerned about how dangerous it was. We opened another midas rex legend, changed only the sleeve and it worked fine. He wants it out of service until it is fixed." On follow up it was reported that the malfunction was identified during a spinal procedure. Procedure was completed with back up. It was confirmed that the dura was torn, but was repaired and there was no patient impact.

Manufacturer narrative:
Report not confirmed. Evaluation could not reproduce the reported malfunction. The returned attachment was tested with a 14mh30 tool and stylus motor and performed as intended. It was noted that the system cut smoothly with no vibration. There is no evidence to suggest that the returned device contributed to the reported injury. The cause for the reported injury could not be determined based on device evaluation. The user manual contains the following warning: ¿test for wobble at desired speed prior to use. Discontinue use of accessory if tip begins to wobble and replace accessory to prevent unintended tissue damage.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. This device has been in use for approximately 36 months with no record of factory service during this period. We will continue to monitor this complaint type for trends. (B)(4).